Manufacturer narrative:
During the evaluation of the reported event, it was determined that the device had been dropped was a potential cause of the reported separation of a part of the device. Additional information: corrected address of initial reporter facility. The device was not returned for evaluation.

Event description:
It was reported that during testing conducted at the healthcare facility, the handle of the straight pedicle feeler broke. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during testing conducted at the healthcare facility, the handle of the straight pedicle feeler broke. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.